Event description:
Customer called reporting her insulin pump is not working. The device alarmed button error, and the esc and act buttons do not work. Customer's blood glucose is 99 mg/dl. She was wearing the device in her bra. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump down arrow button did not respond due to moisture damage on keypad trace. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as n,o product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.